Event description:
It was reported that there was an error displayed on the external pulse generator (epg) screen. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. Incoming functional test failed. After repair the device passed final functional testing, device conforms to specifications. (B)(4).